Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) experienced component separation. The following information was provided by the initial reporter: we have received another complaint on the mz304 maxzero, with two different products even though the item# is the same. One style that we have has two blue ends and they are just fine, however, the other style we have has one blue end and one clear end. On these ones, the blue end is falling off.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-dec-2022. Investigation summary : one sample material number mz5304 was submitted for quality evaluation. The customer complaint of tubing defective/damaged was verified by inspection. Examination of the sample shows that the tubing was not inserted into the c-clamp correctly and therefore the c-clamp would not clamp onto the tubing. A device history record review for model mz5304 lot number 22079100 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the c-clamp issue is that the tubing was not inserted all the way through the c-clamp openings and therefore was not affective when closing the clamp. An investigation was conducted at the manufacturing facility and it was determined that root cause for the clamp issue is attributed to the absence of a fixture to ensure the correct placement of the component. A quality alert was generated to assure correct assembly of the component and the option of adding an assembly fixture is being evaluated.

Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) experienced component separation. The following information was provided by the initial reporter: we have received another complaint on the mz304 maxzero, with two different products even though the item# is the same. One style that we have has two blue ends and they are just fine, however, the other style we have has one blue end and one clear end. On these ones, the blue end is falling off.